Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a -reintervention due to lead dislodgement, the physician was not able to loosen the associated set-screw of the connection system. Therefore, both the lead and pacemaker were replaced.